Event description:
Information was received in 07/2004 from a surgeon via distributor regarding a pt with a medical history significant for gastric cancer, surgery in 1947 for right renal calculus, hypertension, hyperlipidaemia, angina pectoris, and diabetes mellitus. In 2004, the pt underwent surgery for total gastrectomy and splenectomy for cancer. A 20 cm long incision was made in the abdomen. The stomach, spleen and a part of the lymph nodes were removed. One sheet of seprafilm was placed under the incision in the upper abdomen, which was from the front side of the transverse colon and the small bowel. A penrose drain was inserted into the foramen of winslow and pleats drain was placed under the left diaphragm. The pt was noted to have old adhesions between the greater omentum and the left side of the abdominal wall, which was "exfoliated." The cut sections were anastomosed by machine with pds-ii suture thread and black silk. Two layers including the skin were sutured by skin stapler. The operation took 6 hrs and 43 minutes with approximately 880 grams of blood loss with no infusion. About two weeks later, the pt developed an intestinal obstruction requiring re-celiotomy. Upon operation, the pt was found to have inflammatory hypertrophy of the peritoneum and fascia, as well as significant intraperitoneal adhesions between the transverse colon, the mesentery, and the upper small bowel. These adhesions and inflammation were noted by the reporter to be most significant where the seprafilm had been placed at the previous surgery. However, there were areas of strong adhesion other than where the seprafilm had been placed. There was no adhesion at the lower small bowel (ileum). Eleven days later, radioscopy revealed an abscess cavity at the jejunum and a fistula of the descending colon. Four days later, the abscess was drained transcutaneously, and was cultured with positive results for mrsa and pseudomanas aeruginosa, in 07/2004. The pt was started on habekacin (arbekacin sulfate) 100-200 mg/day. The next day, the abdominal wall dehisced and the pt developed obstruction of the small bowel. The pt was started on intravenous hyperalimentation. At the time of the report, the pt's fever continues. The events were reported to be ongoing. The relationship between seprafilm and the reported events of adhesions and allergic reaction was considered to be probable, per the reporter. The relationship between seprafilm and the abscess was considered to be unlikely, per the reproter. The relationship between seprafilm and the remaining events was not assessed by the reporter.